Event description:
It was reported that the pump touch screen was missing pixels and unreadable. There was no adverse impact the customer¿s blood glucose. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.